Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) plus blood collection tubes leakage from bottom of tube occurred. The following information was provided by the initial reporter: leakage (one tube from lot) from the bottom of the tube when vein of patient is punctured. Blood from tube flows on the hand of phlebotomist.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage from tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) plus blood collection tubes leakage from bottom of tube occurred. The following information was provided by the initial reporter: leakage (one tube from lot) from the bottom of the tube when vein of patient is punctured. Blood from tube flows on the hand of phlebotomist.